Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: d264trm implantable cardioverter defibrillator (ICD) (B)(6) 2013. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead threshold was high when connected to the implantable cardioverter defibrillator (ICD). When the lv lead was subsequently connected to the analyzer, the thresholds wer in range. The device was explanted and replaced. It was further reported that the lv lead exhibited high thresholds and phrenic nerve stimulation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.